Event description:
Masimo issued a recall of their spo2 reusable ear sensor, p/n 4053 and required the parts be returned to them. (B)(6) hospital completed the return on may 25th. Our issue comes in after this return, where we started getting conflicting information on replacements for the sensors. Our receiving department was originally told no direct replacements were available, we would need to use disposable sensors until the new reusable sensors were available. Credit may be given for the disposable style based on the sensors we sent back, but there would be no discount for the change of sensors while we waited for the reusable to become available. After placing an order for the disposable style, we were told the reusables were now available and would ship to us shortly. Our order was canceled for the disposables and a new one was placed for the direct replacement for the 4053 sensors we had returned. Up until now, this interaction with masimo had taken about 3 weeks. When inquiring about the replacements we were expecting to receive, our hospital was informed that our replacements were on back order and would ship shortly. After another week, the replacements were received. Though were able to work through the down time without the sensors in question. Our larger concern was the confusion from masimo on how the recall and replacement was handled. Specifically our three issues were: the lack of timetable for direct replacement of the part, the inability to provide details on a temporary replacement and the finical impact that we may incur because of it, and a lack of situational awareness for the process as a whole. Manufacturer response for oximeter, rd set (per site reporter). No response from masimo on this specific event.